Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during central processing, a fenestrated bipolar forceps instrument had a black cable that was damaged, cut of scraped. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated it seems as though the cable was cut.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wire was not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. When delivering energy, the instrument showed signs of arcing and smoke at the joint. Components adjacent to the damaged wire insulation show damage. The instrument bipolar yaw pulley was scratched near the damaged wire. There was no missing material found. Components adjacent to the damaged yaw pulley show damage. The damaged conductor wire insulation was aligned with the yaw pulley damage.

Event description:
Refer to h10/h11 for follow-up information.